Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia , over delivery alert and had glucose/carb intake  as treatment. Customer blood glucose level was below 30 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for low blood glucose readings and customer confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smart guard feature actively at time of low blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w 5.2a, retainer ring = black, case type = ngp. On 15-dec-2022, the customer alleged the pump over delivery and low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, corroded battery tube during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 15-dec-2022 found one bolus delivery that the customer manually programmed and the daily total of bolus insulin delivered is 8.1 u. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Customer was reported via phone call they were experienced low blood glucose. Another blood glucose value was 85 mg/dl. The auto mode feature was inactive at the time of event. The customer was treated with food. The insulin pump was over delivering the insulin. The device was returned for analysis.